Manufacturer narrative:
A service report completed 07/18/2015 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional info regarding the pt. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. The error noted during the high voltage test by the (B)(4) fse and subsequent replacement of the cct does not impact the specified hematoma complaint as the unit does not function (emit shock) if such an error would have occurred during customer use of the unit. (B)(4). (The importer) is submitting the report on behalf of dornier medtech systems (B)(4) (the manufacturer) per exemption number (B)(4).

Event description:
Pt hematoma was reported.